Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2012. Uneventful device explant due to dysphagia on (B)(6) 2013. Explant noted during registry data review (august 2013 data).